Manufacturer narrative:
The reported condition of no flow was not confirmed or duplicated; therefore an assignable cause could not be determined. The batch review was performed and no deviations were found related to the reported condition. (B)(4)

Event description:
The facility representative reported experiencing a set that would not flow. The reported condition occurred during patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.